Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Patient age was in her 70's; her exact age is unknown. (B)(4).

Event description:
During use of a coronary diamondback atherectomy device (oad), a vessel perforation occurred, and the patient expired. The target lesion was located in the mid lad, was approximately 25mm long, and was heavily calcified. The oad was operated on low for three treatments, and vasodilators were administered along with imaging performed after each treatment. After the fourth treatment, extravasation was observed, and attempts to resolve the vessel perforation with balloon tamponade, insertion of an impella device and covered stents were unsuccessful; the patient expired. During these attempts the impella device could not be advanced to the intended area due to the extent of the calcification, so a smaller catheter was inserted into the patient, where it was observed that the left ventricle was collapsing upon itself. Per the opinion of the physician, the primary cause of death was the perforation of the vessel that could not be managed and an unexplained left ventricle collapse. The left ventricle collapse was unrelated to the use of the csi device. The patient was reportedly very sick and had been turned down twice for surgery.